Event description:
It was reported that during the pta procedure, the tip of the guiding catheter dislodged. It is estimated that 2-3 mm remains in the renal artery. Attempts were made to retrieve the tip using basket and snares which were unsuccessful. Surgical retrieval was not attempted. A stent was placed at the stenosis site of the ostium. Patient status is not available.